Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. It was alleged that the up arrow, down arrow, and contrast buttons were under responsive. It was reported that there was moisture in the cartridge compartment. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-jun-2018 with the following findings: during investigation, the keypad rubber was undamaged; keypad was removed, no contamination or damage was found to the key¿s contacts. A leak test failed due a damaged crack leak. Unable to verify buttons response and to adequately investigate reported ¿tactile changes¿ complaint. The pump¿s cover was removed, moisture corrosion was found to internal components.